Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a right ventricular lead replacement following a dislodgement. When unscrewing the right ventricular screw, the screw was completely loose and blocked on the screwdriver tip. The physician decided to use another pacemaker. For now, the brand of the right ventricular lead is unknown.

Event description:
During a right ventricular lead replacement following a dislodgement. When unscrewing the right ventricular screw, the screw was completely loose and blocked on the screwdriver tip. The physician decided to use another pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.